Manufacturer narrative:
"No pre-existing dental conditions" regarding the oral health of the consumer has not been substantiated by a professional (dentist). It is highly probable that poor dental hygiene played an integral part in the event. In order for floss to catch, a non-continuous surface on the tooth (e.g. A decay point) is required.

Event description:
Consumer used the waxed mint floss, 100 yds and stated it shredded horribly, stuck in her teeth causing a tooth to get infected, and then had to get a root canal. The tooth broke off. The dentist went in to clean it out and found shredded floss "all in there." She stated she had used this floss for about a year, her jaw was black and blue, the nerve in her tooth died so she never knew the shreds were in there. She said that because she was out of work, she didn't have dental insurance so she hadn't been able to get her teeth cleaned. She wanted to get her teeth cleaned but just flossed a lot to compensate for it. She has 2 to 3 containers of this floss that she keeps in various convenient places such as in the car, the bathroom, etc., because she says she's somewhat of a floss fanatic. She says there were non pre-existing dental conditions regarding this tooth prior to the incident, and experienced no allergic type reactions from its use.